Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found in house testing verified normal instrument functionality, including recognition, engagement, full range of motion, grip operation, bipolar energy recognition, and electrical continuity. It is possible the incorrect part was returned. No product issues were identified. The complaint regarding the instrument wrist was misplaced was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument endowrist was misplaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not in strong grip mode; however, a dislodged jaw was noted as a technical abnormality. There was no collision with other instruments, and the jaws were not stuck on tissue when the issue occurred, resulting in no adverse effects, unexpected tissue removal, or bleeding. They used another instrument to pry the jaws open of the instrument.